Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when their blood glucose was high. The customer's blood glucose reading was 600 mg/dl. Troubleshooting found that the cannula was bent. Customer declined high blood glucose troubleshooting and indicated that they treated with an injection. The customer was advised to call back to troubleshoot if they have any further questions.